Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heart lung machine was not switching to battery. The suspect component was found to be the power manager board. No other details regarding the nature of this event were provided. Due diligence ongoing.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per report from subsidiary, the event occurred in (B)(6) 2013. Zero minutes was displayed on the central control monitor (ccm) battery icon. The battery icon was green on the ccm. The power led light on the front panel of the system 1 is green. No warnings were seen or heard before the system shut down. The battery was running for 30 minutes before the issue occurred. The battery is fully charged at least once a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The event occurred during set-up. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per information received from distributor/service group on (B)(6) 2016. All these machines were out of warranty when the problem occurred, but customer was under contract with a service group. Hence, the power manager boards were replaced from our company stock, and the machines were set right.